Event description:
A visiting nurse reported that the end user is experiencing a fungal rash under both the wafer and the pouch. The nurse reported that a rash is also located under the pouch backing. The visiting nurse also stated this began approximately two weeks ago.

Manufacturer narrative:
Based on the available info on this event is deemed a serious injury. The nurse stated the end user has been placed on two rounds of oral antifungal medications by her primary care physician and no topical treatment was prescribed. The visiting nurse was educated in the use of an antifungal powder and crusting with no sting protective barrier wipes. It was also stated the end user will be sent samples of the convex moldable esteem synergy two piece system along with sensi-care no sting protective barrier wipes. A separate report has been created to capture the fungal infection under the wafer under pt identifier (B)(6). The nurse was not at the end users home, thus she was unable to provide the lot number for this product. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(6) 2014. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.